Event description:
Reported issue: the clip does not close during usage on the patient. Another clip was used. There was no reported injury. The same applier involved successfully closed other clips.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1900501 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.